Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that a medication change did not occur. Patient's medical status prior to the event was not reported, and specific pump anomalies were unclear. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that patient experienced overdose symptoms and was transported to emergency room. Hospitalist suspected acute overdose. The patient was stabilized after 12 hours. The patient was hospitalized. Pump log was checked and "resulted in anomalies." The cause of event was unclear, however, event was not due to programming. Patient was taking oral morphine at the time of the event. Patient status at time of this report was noted as alive with injury. Patient was stable and in recovery. It was later reported that the symptoms relieved on their own. The patient was receiving effective therapy. The pump was used to deliver morphine. Patient's medical status prior to the event was not reported, and specific pump anomalies were unclear. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.